Event description:
It was reported to philips that system was unable to power on the device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) inspected the system remotely and confirmed the reported event. Analysis of the log files indicated that there was a system malfunction due to missing timeframes in the logs. A philips field service engineer (fse) inspected the system onsite and during troubleshooting, fse found that there was blown fuse on ups circuit board. Fse replaced fuse and was able to power on the system. After the replacement of fuse on the ups circuit board, the system was returned to use in good working condition. The codes were updated based on the investigation outcome.